Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.